Manufacturer narrative:
Final device analysis for ins (B)(4) revealed the setscrew was backed out too far. The impedances were within normal range.

Event description:
It was reported that there were high impedances at implant. Impedances were reading greater than 10,000 ohms. The health care professional (hcp) had disconnected and reconnected and the impedances had continued to show greater than 10,000 ohms. The multi lead trialing cable (mltc) showed 8-15 lead only 9,10, and 13 showing greater than 10,000 ohms. It was later reported that there was damage detected removing the lead. There were no patient symptoms. Product was never implanted and was replaced. Additional information received reported that there was a malfunction detected. Patient was receiving effective therapy now. Additional information received reported that the lead was not sitting in the port/channel correctly in the returned implantable neurostimulator (ins) which may have been reason for high impedances. A second ins was opened and no high impedances were found after leads were inserted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.